Event description:
The customer contacted olympus to report the device had issues with the rear panel connector and scope detection. During inspection by an olympus field service engineer, the device no longer recognized the 180 series endoscopes. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the device had issues with the rear panel connector and scope detection. During inspection by an olympus field service engineer, the device no longer recognized the 180 series endoscopes. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 02-feb-2022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the image was noisy and the image was not displayed intermittently. It was determined that the indicated phenomenon was caused by the failure of the patient circuit (dp) board. Olympus will continue to monitor field performance for this device.